Event description:
It was reported by the vad coordinator that the patient reported suction alarms and changed the controller. The battery was exchanged. There was no report of effects on the patient.

Manufacturer narrative:
Additional information received reported that the patient was asymptomatic except for the alarm, but insisted on a controller exchange. The alarm resolved with the replacement; however, per the site, it was probably from medical management of the patient. The patient was hypovolemic; a change in the patient's clinical status decreasing filling to the vad. In the clinic they adjusted his volume status. It was reported that there is no known inflow position issue. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple suction alarms. These suction alarms are likely due to the patient's physiology, and as reported due to the hypovolemic state, and not indicative of a device failure. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The instructions for use (IFU) and patient manual guidelines instruct both the user and medical personnel on how to recognize ventricular suction alarms, the potential causes of these alarms, and the potential courses of action which include hypovolemia with consideration of volume resuscitation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation.